Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The insulin pump was received moisture damaged at motor assembly. Analysis was unable to verify battery out limit alarm and no button response due to blank display noted during testing. However, the insulin pump was received with corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported that they received a battery out limit alarm. The customer also reported that they were unable to clear the battery out limit alarm due to unresponsive keypad. The customer's blood glucose was 210 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.